Event description:
It was reported to philips that the device requested for replacement of accessories.

Manufacturer narrative:
Correct reporting institution phone # (B)(6).

Manufacturer narrative:
The customer contacted philips seeking a replacement therapy capacitor. No specific issue was provided. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.